Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was report that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced.  As the physician was attaching the new rv lead to the header, he said that "the lead didn't feel like it went all the way in"  he disconnected the lead from the can and reattached it.  It was reported that overnight, patient experienced a hypotensive bradycardic event and atrioventricular block. The device was interrogated, and the new rv lead had high thresholds and high impedance and no capture. The lead was reprogrammed, and a temporary lead was placed to stabilize the patient. Later in the day, the patient was taken to the lab for lead revision as patient had another episode of hypotension and bradycardia. The new rv lead exhibited no capture, high impedance, varying impedance and high thresholds and a polarity switch. A new implantable pulse generator (ipg) was implanted when the new rv lead was repositioned as there was concern in regards to the device header . The new rv lead was capped and the ipg was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically distorted from over-rotation at I mplant/explant. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. The distortion of the distal conductor within the is-1 connector found was not related to the complaint. This finding is indicative of the connector pin being turned an excessive number of times during helix retraction, explant damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.